Manufacturer narrative:
Event date is approximate . A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that their device was replaced due to normal battery depletion. The patient reported having a little trouble with their device. No patient symptoms were reported. No further complications reported. [Refer to pe# (B)(4) for details pertaining to vertigo and urgency]

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.